Manufacturer narrative:
The handpiece was not returned to the manufacturer for investigation. The exact product being used at the time the event occurred is not known. The reported failure of the device running on its own during usage cannot be confirmed since the product was not received for investigation. An analysis of the possible failure modes was done based on the customer's description of the event and trends for similar complaints on similar products, and the likely cause of the run-on is excessive impedance at the ground pin of the motor. A manufacturer sales rep was contacted to speak to the account about servicing the units for preventative maintenance.

Event description:
It was reported that the handpiece started running on its own during a podiatry case. There was no patient or user injury, and the case was completed successfully with another device.